Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (b)(60 2025 it was reported the patient has a duodenal ulcer. The tube was removed and duodopa treatment temporarily suspended on (B)(6) 2025. Patient has started a regimen with omeprazole 40 mg every 12 hours and will have an endoscopic review after 8 weeks to assess whether the duodopa treatment can be reintroduced.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Endoscopy performed (B)(6) 2026 and the reported duodenal ulcer is resolved with complete tube replacement performed. The patient was on temporary suspension of treatment and duodopa gel can be reintroduced.

Manufacturer narrative:
Reference number (B)(4). Additional information: a2, b5 and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.